Event description:
Reportable based on additional information received on 04/13/2009. It was reported that during a percutaneous coronary interventional procedure, there was difficulty advancing the wire. The 90% stenosed lesion was located in the calcified and moderately tortuous prox to mid left anterior descending artery (lad). The physician first completed ablation with a 1.5mm rotablator burr. Then the physician attempted to advance another manufacturer's ivus catheter, but the catheter was unable to cross the lesion. Next, the physician attempted to ablate the lesion with the rotablator 1.75mm burr. When the rotablator 1.75mm burr was advanced inside a guiding catheter with dynaglide mode, the physician felt something was wrong. So the device and rotawire were removed from the guide catheter. Upon removal, the burr and floppy rotawire were stuck together. Further follow up clarified that the spring tip of the floppy rotawire is broken off; however, no details regarding when the breakage occurred are available. The procedure was completed with another of the same devices, and patient status was reported as 'good'.

Manufacturer narrative:
Visual inspection shows the rotawire coiled/bent at the middle of the device. The spring tip is missing; the wire is kinked at 2 cm from fracture. The wire was sent to the analytical lab for sem (scanning electron microscopy) analysis. Results indicated: "examination of the fracture surface revealed the presence of a bending action. Longitudinal shear/tear planes were noted. No reduction on the cross sectional area was detected. No material anomalies were observed. Conclusion: the fracture surface was caused by a bending moment." Based on specifications between .065/.50 "is missing from the distal end of the rotawire as well as the spring coils and ballweld. The sem results indicated that extreme bending force was applied leading to fracture. A reduction of the diameter was not detected in sem analysis as a result of the burr rotating in the same location. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).